Event description:
It was reported that the user experienced sustained high glucose after changing the cartridge and remaining disconnected from insulin delivery for approximately three and a half hours, with continuous glucose monitor (cgm) readings up to 401 mg/dl while using an ilet system with a steel infusion set placed in the abdomen; no device malfunction was reported or observed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, characterized as an improper or incorrect procedure or method related to disconnection and failure to follow instructions, with the relevant component being the pump system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.